Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an error 20 using the device updater to update the pump. Reportedly, the customer was unable to continue the update process and is unable to use the pump. During troubleshooting, tandem technical support was going through the updater process with the customer and requested for them to unplug their pump and plug it back into the computer. After three attempts, the customer was still unable to continue the update process and the pump screen was black. There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.